Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, if the device was evaluated by MFR, and to provide the completed investigation. One 6fr angio-seal sts device was received for received for evaluation. The hemostasis sheath was returned mated with the locator. No other accessory components were returned for analysis. Visual inspection revealed that the hemostasis sheath was mated with the arteriotomy locator. The arteriotomy locator was broke at the blood inlet hole and received in two-piece. There was a bend noted on the piece of the locator. Microscopic analysis of the hemostasis sheath observed that a kink was present near to the blood inlet holes. No other outward damage was noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that excessive off-axis maneuvering led to the kinking of the sheath and broke the locator at blood inlet hole which caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Age & date of birth - requested, only birth year provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-00061.

Event description:
The user facility reported that in two cases a piece of the angio-seal device broke off. In one of the cases the piece was lost in the patient and in the other it was removed. Additional information was received on january 28, 2019. Both of the devices were used on the same patient. The patient had a very hard tissue tract and the doctor usually twists all sheaths while inserting. The user was not able to insert the angio-seal locator into the sheath. The locator of the first device was bent and the locator of the second device broke. Both devices bent respectively, broke outside of the vessel. The patient was moved to another department and the broken locator was then removed surgically with no known complications. Hemostasis was achieved via manual compression with no complications. The procedural sheath was 6fr. There were problems with inserting the procedural sheath due to the tissue track. The patient was reported to be in stable condition. Additional information was received on january 30, 2019. The first angio-seal locator bent but did not break. The second angio-seal locator tip actually broke resulting in surgical intervention. The first device that was bent was removed and directly following by the replacement with the second angio-seal device to attempt closure. Additional information was received on february 1, 2019. A pre-deployment angiogram was performed.